Event description:
Pt having arthroscopy procedure. During the procedure one of the small coblation balls at end of wand fell off in the surgical site. The ball was able to be retrieved with another instrument wihtout harm to the pt.